Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the patient experienced pneumothorax which was confirmed by computed tomography. It had been noted during implant that at the time of the puncture air was found. It was also noted on device check the following morning that the right ventricular (rv) lead exhibited  two pacing failures during that night  and a self pulse of thirty was noted. Dislodgement was confirmed by x-ray. Pneumothorax was improved by removing the air and the lead was revised and remains in use. No further patient complications have been reported as a result of this event.